Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast on the balloon and on the distal shaft. The stent implant was returned dislodged from the balloon. There were six struts in the first row and two struts in the second row at the proximal end of the stent implant that were mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were no kinks or damage noted to the tip and inner member. The protective sheath was not returned. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. A snap gauge was used to measure the outer diameter of the stent implant. The proximal outer diameter could not be measured due to the mangled struts as noted. The distal and middle outer diameter measurements met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors. In this case, the reported failure to advance appears to be related to the heavily calcified lesion. Quality assurance analysis of the returned product is consistent with the preparation for use and the advancement of the sds into the pt anatomy. The stent was dislodged from the balloon, confirming the reported stent dislodgement. Factors that can affect stent dislodgement inside the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation, negative pressure during sheath removal or forced sheath removal, interactions with other devices, the pt anatomy and/or previously implanted stents. Damage to the proximal end of the stent is most consistent with that which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. The guiding catheter used in the procedure was not returned, which may have aided the evaluation. In this case, it is likely that the stent dislodgement is related to use of the product, as the dislodgement was not noted during inspection prior to use. Interaction with the lesion/anatomy during the attempt to cross the calcified lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent. Further interaction with the guiding catheter during retraction contributed to the stent dislodgement. A review of the product mfg records did not reveal any non-conforming material reports associated with the product lot and all lot release testing met mfg criteria. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. To ensure this type of occurrence is not a result of a potential mfg or product related deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the 3.0 x 15 mm vision stent delivery system (sds) was advanced to the pre-dilated lesion in the lad, but was unable to cross and was removed. Once outside the pt, the stent was observed to be missing from the sds. The dislodged stent was found in the guide catheter and was easily removed (fell out). The lesion was successfully stented with a different stent. There were no pt effects. No add'l event or pt info is available.